Event description:
Quest cardioplegia system utilized for use during open-heart procedure. At the time of incident the cardioplegia pump, used to administer potassium, failed to operate. System was modified to accomodate the administration of cardioplegia and no other incident ensued.